Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: medical device-disc hum 3.5x124mm lt flange c item#:114912 lot#:510780 customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2017-03357.

Event description:
It is reported that the patient underwent a total elbow arthroplasty revision approximately ten (10) months post-implantation due to screw loosening with onset approximately seven to eight (7-8) months post-operatively. During the revision, the surgeon noted metallosis inside the joint.